Event description:
Pt was admitted to the hosp in 2008 with abdominal pain. A CT scan showed a retained foreign body that was 3cm by 1cm with a ring around it. Pt was taken to surgery in 2007 for removal of the foreign body identified as the plastic cap of a catheter tip syringe (called a toomey syringe by the staff). The syringe was used to inject sepra film during a laparoscopic cholecystectomy and lysis of adhesions around the gallbladder in 2007.

Manufacturer narrative:
On 3/28/08, bd initially contacted rn, risk mgmt by email at facility requesting additional info for the reported incident. On 4/7/08, bd did make a second attempt and contacted rn by phone. She indicated she was re-contacting folks in her facility to provide the info we requested. Rn did indicate that this situation (cap inside the pt) may have resulted from an error at their site. On 4/11/08, bd received the info and photos of the tip cap confirming that it was a bd product. When bd asked for ideas/suggestions as to how the tip cap got into the pt's abdomen, rn indicated that the tip cap was inadvertently left on the syringe. From the info provided, this incident appears to be the result of user's technique, not a product malfunction. In addition, the lot number is unk, therefore we are unable to run a device history review. As of this date, a review of the complaint database did not reveal any other incident for this issue on the affected reorder number. As in all instances, regulatory compliance will continue to monitor for any changes in monthly trends.